Event description:
It was reported that the bmw universal guide wire was being used with an ivus to check the lad and lcx. The guide wire was first delivered to the lad, so the ivus could see the proximal end of the lesion. Then the guide wire was delivered to the lcx, but it was blocked and could not advance further as the distal end of the lesion was totally occluded. At this time, the guide wire marker was facing toward the proximal (prolapsed), but the ivus catheter was inserted. After checking the lcx with the ivus, and after the guide wire was removed, it was found that tip of the guide wire had separated. The tip was retrieved with a snare device.